Event description:
Instrument tracker was applied to suction and plugged into fusion machine but would not collaborate. Instrument tracker taken off the field and replaced with new instrument tracker. Rn notified medtronic fusion rep and gave the failed instrument tracker to her.